Event description:
Customer reported issues with a pump, specifically that the pump's warranty had expired and it could neither be repaired nor replaced. The pump also had small scratches on the screen and the wake button required extra pressure to activate the screen. There was no adverse impact to customer's blood glucose level. The customer decided not to pursue further troubleshooting.